Event description:
It was reported that the device sterility was compromised. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During preparation, when exterior box was opened and the internal package removed, it was perceived that the internal package was damaged. The procedure was completed with another of the same device. There were no patient complications reported post procedure.